Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
It was initially reported that the doctor opened the angio-seal device but did not use it. The product was not used on the patient. However, additional information was received on 9/6/2018. It was reported that the product was opened and inserted it into the patient's femoral artery per standard practice, but was unable to safely deploy, and no bleed-back spray was observed. It was introduced into the patient's body with the intent of use, however, they were unable to complete the product's intended function. The user facility reported that the following information was reported to the company representative on june 20, 2019. "We had an ao (aortogram) with doctor yesterday and ended up doing bilateral access. We deployed one angio-seal on the right, which worked well. When we tried to deploy on the left side, we never got any backflow. I thought I might have noticed a tiny dribble down the shaft, but definitely no pressure, spurting, or pulsation. The doctor tried inserting it and backing it out a couple of times, but we weren't ever able to gauge where the device rested." The procedure sheath size was a 6fr. Arterial access and insertions of all sheaths and catheters on both sides went smoothly. Multiple wires were used throughout the case, but all were navigated smoothly through existing sheath. A satisfactory pre-deployment angiogram was performed after the case was finished and prior to the angio-seal being opened and placed on the sterile field. The device inserted normally and smoothly, and withdrawn smoothly when attempting to reposition in order to receive bleed-back (as stated in product instructions). Deployment was not initiated due to the safety of the patient when unable to effectively determine whether the device was actually positioned properly in the vessel. The device that was inserted in the patient's opposite leg deployed properly and hemostasis achieved immediately (prior to malfunction on right side). Hemostasis was achieved through a manual hold. It was reported that the patient returned the day after the case with bruising and a fear of bleeding. He had significant bruising on either side of dressing and going slightly down thigh. There was no tenderness or warmth at site. He was reassured it was bruising and not actively bleeding, "as he did bleed quite a bit after the procedure." The area beneath the dressing was dry with no signs of bleeding or infection.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.